Event description:
It was reported that the battery remaining in this device has decreased from 53% in march down to 3% at the last follow-up. Technical services suspects premature battery depletion. The device remains implanted, however technical services recommended explant soon after the device reaches elective replacement time. There were no adverse patient effects.